Event description:
The device was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Event description:
It was reported that the patient experienced bradycardia and several fainting situations. The implantable pulse generator (ipg) was interrogated and it was noted that the battery depleted during warranty time. The event is being reported as premature battery depletion. The device will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).